Manufacturer narrative:
Date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not performing as intended. The patient met with a physician, and it was noted that the cylinders have grown attached to the penis. The patient was seeking any information that would help. There was no additional information available.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not performing as intended. The patient met with a physician, and it was noted that the cylinders have grown attached to the penis. The patient was seeking any information that would help. There was no additional information available.